Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not showing in the screen and in failed state. A field service engineer found that the station was frequently failing due to incorrect firmware, updated the firmware, after which the device functioned properly, verified successful operation through diagnostics testing and customer validation, with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator was in a failed status and could not be used to restock medications. The failed status was not displayed on the screen, preventing recovery of the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.